Event description:
It was reported that pump experienced malfunction after battery depleted to 0% because charger was not available. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump, and malfunction did not recur after reset, and customer was instructed to continue using pump and to call back if malfunction happened again.